Manufacturer narrative:
Additional information: d9, h3, h4, h6. H10: the sample was received for evaluation. A visual inspection with the naked eye noted a hole in the tubing at the tubing to patient luer adapter heat seal location. The reported condition was verified. The cause of the condition was related to the welding process during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tear on the patient line of a homechoice automated pd set with cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.